Event description:
A facility reported that there was a burning smell emitting from inside of the mlx 300w xenon lightsource (00mlx) and smoke was coming from the back right part of the unit. It is unknown under which circumstance this event occurred; however, no patient injury or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned to the service and repair depot for evaluation: failure analysis: evaluation of the xenon lightsource (00mlx) found that the unit would not power on when the power button was pressed. It was discovered that the power supply was bad. The power supply has been replaced to correct this issue. In addition, the right-side panel was cracked; the panel was also replaced to correct this issue. Root cause analysis: the returned lightsource was received in used condition with physical damage to the rear paneling of the unit as well as a failing power supply due to wear. The issue of burning smell could not be duplicated. This issue may have been the result of debris or obstructions around the ventilation. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.